Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105494/7105588.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that one of the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible ipg and leads. The patient was doing well postoperatively. The explanted devices will not be returned.